Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, h1, h6

Event description:
Patient reported right side "rupture". Later, according to the device tracking information only the contralateral side was affected. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Patient reported "ruptured". This record is for the right side. The device status is unknown.